Event description:
It was reported that during an ovarian cyst procedure, the active branch broke when they tried to place the device. They had to use a new one. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.